Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected error test and displacement test. Pump passed the dat test at 0.08730 inches. The drive support disk was inspected and no anomalies were noted.

Event description:
The customer reported via phone call that their drive support was loose. Customer went to hospital for high blood glucose reading. However, they did not use the insulin pump with 48 hours. Customer blood glucose reading was 448 mg/dl. The insulin pump will be returned for analysis.